Manufacturer narrative:
Concomitant products: equinoxe reverse 42mm humeral liner +2.5 (cat# 320-42-03 / serial# (B)(4). Eq rev locking screw (cat# 320-15-05 / serial# (B)(4). Rs expanded glenosphere 42mm, +4mm offset (cat# 320-02-42 / serial #: (B)(4). Eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(4). As reported by the equinoxe shoulder study, the 69 y/o male patient experienced humeral fracture. Patient had meta/diaphyseal fracture removing well fixed stem due to tray failure. The event is still ongoing. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder fracture occurred during removal of a well- fixed device due to tray failure. These devices are used for treatment not diagnosis.

Event description:
As reported by the equinoxe shoulder study, the 69 y/o male patient experienced humeral fracture. Patient had meta/diaphyseal fracture removing well fixed stem due to tray failure. The event is still ongoing.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: a2, d1, d2a, d4 catalogue #, UDI, d4 (remove expiration date, remove serial number (unknown), g4, h4 (remove manufactured date (unknown), h6 health effect impact code, medical device problem code, component code, h6 type of investigation, investigation conclusion. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, d6b, h4, h6 . MDR section codes updated/corrected: a, b. Serial number, expiration and manufactured dates unknown. The reason for the adverse event reported was likely due to a periprosthetic bone fracture as reported. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition or high forces during extraction of the well-fixed stem. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.